Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose was 103 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.